Event description:
The company was notified that the patient underwent a mastoidectomy during implant surgery. It was reported that the patient's facial nerve sheath was injured from the mastoidectomy procedure. The patient was prescribed a systemic steroid, prednisolone for the facial nerve injury. The patient's device remains implanted. The patient will continue to be monitored by the center and advanced bionics will provide a supplemental report when more information is available.